Event description:
Please reference uf report number: (B)(4).

Manufacturer narrative:
Conclusion: the cause of the overheating is unk, but probably caused by a battery that failed from age or mechanical failure.